Manufacturer narrative:
Event occurred a few months ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(4). Batch: 7075707.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein a lead was added. The patient was doing well postoperatively. There was no device malfunction suspected.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein a lead was added. The patient was doing well postoperatively. There was no device malfunction suspected. Additional information was received that the ipg was replaced. The explanted ipg was not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc, upn: m365sc14160, model: sc-1416, serial: (B)(6), batch: (B)(6).